Event description:
A caller reported experiencing multiple occlusion alarms, which led to a visit to the emergency room and hospitalization in the intensive care unit on (B)(6) 2025. The highest recorded blood glucose level related to the incident was in the 800s mg/dl with ketones, the health care provider did not identify as life-threatening. The customer was treated with intravenous fluids of insulin and saline and was released the next day, (B)(6) 2025 with issue resolved and no permanent damage. To address the occlusion alarms the customer changed the infusion set and cartridge and resumed insulin use. Reportedly, the customer uses fiasp brand insulin, tandem technical support educated the customer this is off label insulin.